Event description:
The customer observed elevated ca19-9 results while using the architect ca19-9xr assay on the architect i2000sr analyzer. The customer indicated that the results were not discrepant as this patient is known to generate high results. The customer provided the following results for one patient: (B)(6) 2014: 75,000 iu/ml. (B)(6) 2014: >120,000 (twice). (B)(6) 2014: > 120,000. (B)(6) 2014: >240,000. Heterophilic antibody testing was performed, no interference is suspected as the result also generated a result of >240,000. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. Return material was not available. An accuracy testing protocol was executed utilizing lot 31110m500. In addition to the accuracy testing, an analysis utilizing field data was completed to determine if the median patient values have shifted over time. The analysis concluded that all reagent lots read patient results consistently therefore determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect ca19-9xr reagent, list number 02k91, lot 31110m500, was identified.